Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with all buttons responding properly. However, slight traces of moisture were found at the keypad traces. No button error alarms were noted. The pump had cracked battery tube threads and minor scratches on the lcd window.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer reinstalled the battery of the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.